Event description:
This rv lead was implanted on (B)(6) 2016 and still remains implanted at this time. In a product experience report received on (B)(6) 2017 it was noted that the lead had insulation issue. The physician was unknown at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).